Event description:
It was reported that the patient presented to the clinic because their pump had stopped working and had a red heart audible alarm on the evening of (B)(6) 2025 and the morning of (B)(6) 2025. It was noted that this occurred when the patient was connected to the mobile power unit (mpu) and the patient swapped to battery power. The situation was able to be reproduced in the clinic. It was noted that the patient was symptomatic, feeling unwell and dizzy, when the pump stopped. X-rays of the percutaneous cable and log files were submitted for review. The log files captured several low speed and pump stop events starting on (B)(6) 2025 at 2115. These all occurred while using the mobile power unit and appeared to be a short-to-shield issue in the driveline. It was recommended to use a non-grounded patient cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H1: corrected. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stomp events; however, a direct cause for these findings could not be conclusively determined through this evaluation. It was reported that the patient presented to the clinic because their pump had stopped working and they had experienced red heart audible alarms. It was noted that this occurred when the patient was connected to the mobile power unit (mpu) and the patient swapped to battery power. The situation was able to be reproduced in the clinic. The submitted log files captured low speed and pump stop events while the patient was supported by mpu. These events were associated with low speed hazards, low flow hazards, pump off alarms, and elevations in pump power. Based on previous complaint experience, the low speed and pump stop events could be indicative of a potential issue with the patient¿s driveline. Per additional information, the patient felt unwell and dizzy during the pump stop events. The patient was admitted to the hospital and was awaiting a decision from the medical team. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, and the heartmate ii patient handbook, are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.